Event description:
It was reported that a farawave was selected for use. During procedure, a spline inversion was noted, and power leak occurred during shots. Troubleshooting was performed, it was tried to put it back correctly by performing rotations in the right part of the sheath without success. It was removed catheter outside from the patient, test catheter, and tried again to deploy catheter on the left atrium, it was performed ablation on basket shape, no error appeared but it was heard a crackling noise in the sheath. For safety the catheter was changed. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave was selected for use. During procedure, a spline inversion was noted, and power leak occurred during shots. Troubleshooting was performed, it was tried to put it back correctly by performing rotations in the right part of the sheath without success. It was removed catheter outside from the patient, test catheter, and tried again to deploy catheter on the left atrium, it was performed ablation on basket shape, no error appeared but it was heard a crackling noise in the sheath. For safety the catheter was changed. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was noted that one of the splines in the distal cage was still inverted. A guidewire was inserted through the catheter. The catheter was deployed to basket, where inversion was still visible. The inverted spline was then manually pushed back, and the device was deployed to flower without difficulty. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed, and no problems were detected. The device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. No abnormal sounds were noted coming from the handle of the catheter. The reported "spline inversion" was confirmed. And the "arcing" was not able to confirm with testing of the product return.